Manufacturer narrative:
H.6. Investigation: a complaint of "false positive" was received against bactec mgit 320 instrument material number: 441743, serial number: (B)(6). Field service engineer (fse) went onsite and found that the environmental conditions where the device is operating are not optimal nor do they comply with the environmental specifications provided by the bd manufacturer. For this reason, bd is not responsible for the performance or results, as long as this need is not met for the proper functioning of the bactec mgit 320. The equipment is located in an area where the laboratory infrastructure is being worked on. The complaint is not confirmed as a failure of bd product and the root cause is related to the environmental conditions of the location where the equipment is located. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Review of service history for this device did not reveal any prior events related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new risks or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. A cuture in agar was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positives. Where the erroneous results qc samples or patient samples? Patient samples what confirmatory testing was performed that determined the results were erroneous? -- culture the sample in agar and no bacteria growth was found. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. A culture in agar was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positives. Where the erroneous results qc samples or patient samples? -- patient samples what confirmatory testing was performed that determined the results were erroneous? Culture the sample in agar and no bacteria growth was found. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."